Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The product was manufactured before 9/23/2014 and does not have a UDI number.

Event description:
It was reported that the patient presented for a routine check up with complaint of fatigue. The atrial lead was previously diagnosed with loss of capture and was turned off. On (B)(6) 2018, the pacemaker system was then extracted and replaced successfully. No anomalies were noted on the right ventricular lead or the pacemaker. The patient was discharged from the hospital.